Event description:
It was reported that during a low anterior resection procedure, there was an anastomotic leak. The case was completed by a diverted ileostomy to allow the impacted area to heal for the next 3 months.